Manufacturer narrative:
Analysis revealed that the setscrew was backed out beyond point of being able to engage with connector block. Electrode pairs had good output. No issues when pressing on ins can. Telemetry was determined to be acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor it was reported that the battery was unable to be tightened to lead due to a faulty screw in the generator. The rep instructed the physician to back out screw and try to tighten down however, no matter what they tried they could not get screw to tighten to secure the lead. The rep replaced the battery with one they had in their trunk. The issue was resolved.

Manufacturer narrative:
Correction sent because device code changed from analysis findings. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.